Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to e1 and e4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air and water nozzle is crushed, resulting in the foreign matter could not be discharged sufficiently and clogged. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material in the nozzle due to insufficient cleaning. The reported issue (bad air supply) was confirmed during testing. The air supply was insufficient due to clogging of the nozzle. In addition, there was play in the up/down angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was cracked, chipped, and cloudy, water supply was reduced and water removal function was out of specification due to clogging of the nozzle, the adhesive around the objective lens and light guide lens was cloudy, the distal end cover was crushed/dented due to handling, the connecting tube was dented, buckled, and scratched, the flexible tube protector and universal cord protector were scratched due to handling, the universal cord was scratched due to physical stress, switches one, two, and three were scratched due to physical stress, the paint on the suction cylinder nut was peeled due to handling, and the suction cylinder was chipped due to being scraped with a cleaning brush. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air supply from the subject device was bad. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.